Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced non-auditory sensation and no benefit leading to several years of device non use despite a reported functioning device. Subsequently, the device was electively explanted on (B)(6) 2024, as per patient's request. There are no plans to reimplant the patient with a new device as of the date of this report.